Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to hospital and was intubated after developing episodes for ventricular tachycardia with a sudden collapse. The patient later expired due to reoccurring episodes for ventricular tachycardia and idiopathic cardiomyopathy. There is no known allegation from a health professional that suggests the death was related to the lead.